Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, an issue relate to the active exhalation control module was observed. The device's active exhalation control module will be replaced to address the issue. A high temperature alarm was found in the device's downloaded error log. The increased airstream temperature (high temperature alarm) appears to have been caused by the ambient conditions in which the device was operating. Device has been evaluated but the components have not been replaced pending customer approval of estimate.